Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 0-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. The endoscope was visually inspected and found with damage to the butt pack assembly. Visual inspection confirmed hairline crack on enter button exhibiting damage of the led button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with advanced endoscope adapter shaft bearing contributing to friction. The probable root cause of the cracked distal window and detached fragment is attributed to issues during use, such as accidental impact with hard surfaces, dropping of the scope, or improper cleaning during reprocessing.

Event description:
It was reported that the 0-degree endoscope plus had an issue with the image. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The issue did not involve a reversed control on system arms. The endoscope moved freely with uncontrolled motion. The image was blurry.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.